Manufacturer narrative:
Investigation in process.

Event description:
On (B)(6) 2006, a tm 100 was implanted at the c4-c5 level. Because of the reported pain a revision was scheduled on (B)(6) 2007. The implant was replaced with a peek implant and cage.